Event description:
It was reported by the user facility that the saw heated up. No further details were provided. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Corrosion was discovered throughout the device, which can result in excessive friction and heat generation among rotating components.